Event description:
During femoral vascular bypass procedure, it was reported a bleeding through the graft. Bleeding stopped after graft was clotted with pt blood. Surgical procedure was prolonged by ten minutes. Graft remained implanted and there was no reported pt injury.

Manufacturer narrative:
Note: all info contained in this report was provided by the MFR. No product evaluation since the product remained implanted in pt. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. The review of the water permeability testing of seven products coated on the same day than the complaint device indicated values well within product specifications. One product coated the same day, under the same conditions as the complaint device underwent water permeability testing. Test result indicated value well within product specifications. No conclusions can be drawn. However, product testing performed on similar products would tend to indicate that the device was not defective.